Event description:
It was reported that the patient received an inappropriate shock due to an oversensed signal, possibly noise, on the right ventricular (rv) lead. The patient was running at the time of the shock, with a heart rate of 140 beats per minute. Isometrics and device manipulation were not able to reproduce the signal. The patient was to be scheduled for lead extraction and replacement with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).